Event description:
The pt was seen at the implant center for device evaluation in 2000. Testing conducted at the center demonstrated their system was no longer functioning. Device explantation will take place in their 2001.